Event description:
It was reported that the preloaded intraocular lens (iol) was damaged, issue occurred during the procedure. A capsule ruptured was observed after the lens was introduced in the patient's eye. Through follow-up, we learned that the iol was inserted, but after confirming the posterior capsule rupture, it was removed and a competitor lens was implanted. There is no problem with the lens that was implanted after removal of the original iol. The doctor believes that the capsule ruptured because of one of the haptics. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.